Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: femoral component, cat # unk_jr, lot # unknown; tibial component, cat # unk_jr, lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by scrub technician that diagnosis found infected tka rt knee, so cemented implant have been removed and the cement is put in the joint temporary. The new joint replacement operation will be set in 2 months.